Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver displayed err hwrfoccurred . No product or data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed due to usb port connector was contaminated. The receiver failed to charge and reboot due to no power. No data was provided for evaluation. The receiver case was opened and the internal inspection detected moisture damage. Confirmation of the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.